Event description:
It was observed that during the device evaluation, the video system center exhibited no image on the monitor screen due to a defective receptacle unit. There were no reports of patient involvement.

Manufacturer narrative:
H10 - the device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is suspected that an image was not displayed due to faulty receptacle unit. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): do not use this video system center when the live endoscopic image cannot be observed. Otherwise, patient injury may occur. In case of video system center failure or malfunction, always keep another video system center in the room ready for use. Olympus will continue to monitor field performance for this device.